Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that distal tip detachment occurred. The (B)(4) stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. An opticross¿ imaging catheter was selected for use. During the procedure, the physician encountered a resistance when advancing opticross¿ imaging catheter towards the distal of a non-bsc guide extension catheter. The physician withdrew the opticross¿ imaging catheter, however, it was noticed that the distal tip got detached and guidewire exit port of the complaint device got flared(lifted). Detached distal tip was remained on the guidewire and it was removed together with the non-bsc guide extension catheter. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed catheter detached in the distal tip section (the guidewire rail portion detached was not returned for analysis.) A damage was observed on the guidewire exit port assembly. It was observed that one section of the sheath had an evident stretch and elongation which increase the length of the catheter. The sheath length measurement were out of specification due a section of the sheath being stretched and the detached condition of the catheter. Additionally, the guidewire rail (distal tip) was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that distal tip detachment occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. An opticross¿ imaging catheter was selected for use. During the procedure, the physician encountered a resistance when advancing opticross¿ imaging catheter towards the distal of a non-bsc guide extension catheter. The physician withdrew the opticross¿ imaging catheter, however, it was noticed that the distal tip got detached and guidewire exit port of the complaint device got flared(lifted). Detached distal tip was remained on the guidewire and it was removed together with the non-bsc guide extension catheter. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient is stable.